Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a coil embolization for a visceral artery aneurysm, a microcatheter was inserted, competitors¿ coils were already placed in the aneurysm. Then, a deltafill18 10mm x 40cm (dlf181040, 30915611) prematurely detached in the microcatheter during retrieval, so the coil and microcatheter were pulled out together. The microcatheter was inserted again and another new coil was placed. A continuous flush was done. Additional information received indicated that no neck remodeling was utilized.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, h6 and h10. Section b5: additional information received indicated that the procedural situation that led to resheathing was positioning difficult with no herniation. Complaint conclusion for (B)(4): as reported by the field, during a coil embolization for a visceral artery aneurysm, a microcatheter was inserted, competitors¿ coils were already placed in the aneurysm. Then, a deltafill18 10mm x 40cm (dlf181040, 30915611) prematurely detached in the microcatheter during retrieval, so the coil and microcatheter were pulled out together. The microcatheter was inserted again and another new coil was placed. A continuous flush was done. Additional information received indicated that no neck remodeling was utilized. Additional information received indicated that the procedural situation that led to resheathing was positioning difficult with no herniation. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30915611 number, and no non-conformances related to the malfunction were identified. Premature detachment is microcatheter is a known potential procedural complication associated with this device. With the information available and without the product available for analysis, the reported customer complaints could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) cautions that if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. The microcoil system should be gently removed. If the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the microcatheter at or slightly inside the ostium (neck) of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.